Event description:
Patient was going from batteries to power base unit (pbu) in the clinic. When the patient was removed from the first battery, she got a red battery alarm, which then went to a red heart alarm in approximately two seconds. The pump was off for three seconds until the power was reconnected.